Event description:
The representative reports that the lead impedance has gone to less then 200 ohms several times over the last couple of months and that the lead is going to be explanted. (B)(6) 2015 - we were informed the lead was not explanted, but capped and remains implanted. The atrial lead had abraded the insulation on this lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.